Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was pacing below the lower rate during exercise. The patient believes that their device is faulty. No information was available through follow up with the clinic. The device remains in use. No patient complications have been reported as a result of this event.